Manufacturer narrative:
As part of normal complaint f/u an investigation was performed at mako surgical with regards to the robotic arm interactive orthopedic (rio). It was concluded that both the rio and the mck implant system did not cause or contribute to the need for the revision to a total knee implant. The root cause of the revision was determined to be progression of qa to the other compartments of the pt's knee. The surgeon that performed the revision to the total knee implant confirmed that the original unicompartmental knee implants were well aligned, properly sized, and well-fixated.

Event description:
An onlay unicompartmental knee replacement with the robotic arm interactive orthopedic system (rio) and restoris mck system was performed by dr. (B)(6) in 2008. The unicompartmental knee implants used during the procedure in 2008 was revised to a total knee implant by dr. (B)(6) on (B)(6) 2012. Dr (B)(6) stated that the original unicompartmental knee implants were in good alignment and well-fixated. The pt's osteoarthritis (oa) progressed to the lateral side and was the reason dr. (B)(6) recommended a total knee replacement. The unicompartmental knee was implants were successfully explanted and a stryker triathlon ps total knee was implanted in the pt.